Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a replacement insulin pump and then got into an accident and now that insulin pump was not working. Customer's blood glucose level was 369 mg/dl. Customer stated that when she set a bolus, the insulin pump was time out the bolus in the middle of it and only gave 0.3 unit once gave her the message like she never started the bolus. Customer was informed that the message she was explained was like an insulin flow block alarm, but she stated that the issue. Customer was informed that the insulin pump would have to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments or partial display noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. All operating currents are within spec. And no unexpected failed battery alarms, low battery alert, power loss alarms, replace battery alerts, replace battery now alarms, or insulin flow blocked alarms noted during testing. (B)(4).